Event description:
On 01/06/1999 pt had codman-hakim programmable valve inserted. Post-op, pt complaining of headache and vomiting. He developed left sixth nerve palsy. Surgeon unable to re-program valve with company assistance after numerous attempts. Pt to surgery 01/08/1999 for valve removal and implant of new codman-hakim programmable valve-no problems. Pt discharged 01/10/1999 with no further complaints.